Event description:
It was reported that prior to insertion, the user intentionally bent the needle for use. During puncture in the subclavian vein, the needle cannula broke. The anesthetist was able to remove the needle by hand, and a new set was then opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).